Event description:
Rptr did meter to lab comparison testing. Rptr's meter reading was 146 mg/dl, and approximately 45 minutes later, the lab test done, with a result of 198 mg/dl. Pt did not have any symptoms. A control test was not done due to unavailability of supplies. Attempts to reach the rptr for follow-up info have not been successful. No harm was alleged.